Manufacturer narrative:
Additional information noted that the field representative took the recommended options for provocating the oversensing and the next step will be to add the pace/sense lead to the system.

Manufacturer narrative:
A review by ts noted a similar event in (B)(6) 2015, also an episode in (B)(6) 2015 showed oversensing resulting in asystole for > 2 seconds. Noise was limited to the rate/sense right ventricular channel. Also it was noted that it appeared that there was a change in how the patient was pacing. Ts discussed possible change in the device settings, and noted possible diaphragmatic oversensing. Ts further discussed possible troubleshooting when it comes to this case. At this time the system remains implanted.

Event description:
Boston scientific received information that during a follow up non sustained ventricular tachycardia presented as noise were seen in the device memory. The events were not reproduced. The patient was afraid of suffering shock therapy again as the patient previously had received shock therapy from the implantable cardioverter defibrillator (ICD). A memory dump was sent for review to boston scientific technical services. No adverse patient effects were reported.

Manufacturer narrative:
Additional information noted that a follow up took place and it was not possible to reproduce the diaphragmatic oversensing. It aws noted that a possible pace/sense would be implanted in addition to the 0185 lead implanted in (B)(6) 2009. A request was made to ts regarding this option. Ts noted that implanting a separate active fixation lead in the septum or rvot was the only invasive option, and capping the existing is-1 terminal of the 0185 lead. Ts noted that the physician should proceed with whatever they feel is in the best interest of this patient. More information is pending for this case, upon further information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information noted a follow up too place and non-sustained ventricular tachycardia episodes were noted which seemed to be the reason for the artifacts seen. The artifacts could not be reproduced. It was noted that the patient was on holiday in thailand and during this time these events also occurred. It was noted that the system was explanted and a new pace/sense lead was added. The device will be returned while the right ventricular lead continues to be used for defibrillation. No additional adverse patient effects were reported.